Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain /pelvic pain / chronic pain / pain"), genital haemorrhage ("bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 35-year-old female patient who had essure (batch no. B40017) inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation at same day of essure insertion" on (B)(6) 2013. The patient's medical history included anxiety, depression, migraine headache, menorrhagia and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstruation"), depression ("depressed"), anxiety ("anxious"), dyspareunia ("dyspareunia / following hysterectomy:painful intercourse"), the first episode of scar ("vaginal scarring"), urinary tract disorder ("following hysterectomy:urinary issues"), vulvovaginal dryness ("following hysterectomy:vaginal dryness"), vulvovaginal pain ("following hysterectomy:vaginal pain"), loss of libido ("following hysterectomy:loss of libido"), asthenia ("following hysterectomy:energy loss"), alopecia ("following hysterectomy:hair loss"), night sweats ("following hysterectomy: night sweats"), hot flush ("following hysterectomy:hot flashes"), post procedural discharge ("scar tissue causing painful fluid pockets"), procedural pain ("scar tissue causing painful fluid pockets") and the second episode of scar ("scar tissue causing painful fluid pockets"). The patient was treated with surgery (total hysterectomy , bilateral salpingectomy with removal of the essure devices, cervix removal.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, menstruation irregular, depression, anxiety, dyspareunia, urinary tract disorder, vulvovaginal dryness, vulvovaginal pain, loss of libido, asthenia, alopecia, night sweats, hot flush, post procedural discharge and the last episode of scar outcome was unknown. The reporter considered alopecia, anxiety, asthenia, depression, dyspareunia, genital haemorrhage, hot flush, loss of libido, menstruation irregular, night sweats, pelvic pain, post procedural discharge, procedural pain, urinary tract disorder, uterine haemorrhage, vulvovaginal dryness, vulvovaginal pain, the first episode of scar and the second episode of scar to be related to essure. The reporter commented: insertion details (B)(6) 2013. Both tubal ostia: were visualized, the essure devices were passed into the tubal ostia on both sides with 0 coils on the left - ostia covered by endometrial tissue and 3 numbers of coils on the right remaining on the uterus. Subsequent to the implantation of the essure device, she began to experience symptoms. These symptoms continued and caused her to be anxious and depressed. Removal details (B)(6) 2017. Normal appearing uterus, normal bilateral ovaries and tubes. Bilateral essure devices visible in fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: final diagnosis: a. Uterus, cervix, bilateral fallopian tubes: endometrium basalis with features of prior ablation therapy. Mural leiomyoma, 0.5 cm. Cervix with chronic inflammation, reactive changes. Bilateral fallopian tubes with no significant histopathologic changes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records previous to essure insertion: depression, anxiety, uterine haemorrhage. Concerning the injuries reported in this case, the following one/ones were extracted from patient¿s medical records : novasure endometrial ablation at same day of essure insertion. Most recent follow-up information incorporated above includes: on 27-dec-2018: plaintiff fact sheet and medical records received. Added new reporters,patient's date of birth. Added essure batch number (b40017) and updated therapy dates. Added medical history. Updated as reported term for pelvic pain. Added new events genital haemorrhage, dyspareunia, vulvovaginal injury, urinary tract disorder , vulvovaginal dryness, vulvovaginal pain, loss of libido, asthenia, alopecia, night sweats, hot flush, uterine haemorrhage, medical device monitoring error, procedural pain, post procedural discharge, scar. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain /pelvic pain / chronic pain / pain"), genital haemorrhage ("bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 35-year-old female patient who had essure (batch no. B40017) inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation at same day of essure insertion" on (B)(6) 2013. The patient's medical history included anxiety, depression, migraine headache, menorrhagia and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstruation"), depression ("depressed"), anxiety ("anxious"), dyspareunia ("dyspareunia / following hysterectomy:painful intercourse"), vaginal disorder ("vaginal scarring"), urinary tract disorder ("following hysterectomy:urinary issues"), vulvovaginal dryness ("following hysterectomy:vaginal dryness"), vulvovaginal pain ("following hysterectomy:vaginal pain"), loss of libido ("following hysterectomy:loss of libido"), asthenia ("following hysterectomy:energy loss"), alopecia ("following hysterectomy:hair loss"), night sweats ("following hysterectomy:night sweats"), hot flush ("following hysterectomy:hot flashes"), post procedural discharge ("scar tissue causing painful fluid pockets"), procedural pain ("scar tissue causing painful fluid pockets") and scar ("scar tissue causing painful fluid pockets"). The patient was treated with surgery (total hysterectomy , bilateral salpingectomy with removal of the essure devices, cervix removal.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, menstruation irregular, depression, anxiety, dyspareunia, vaginal disorder, urinary tract disorder, vulvovaginal dryness, vulvovaginal pain, loss of libido, asthenia, alopecia, night sweats, hot flush, post procedural discharge and scar outcome was unknown. The reporter considered alopecia, anxiety, asthenia, depression, dyspareunia, genital haemorrhage, hot flush, loss of libido, menstruation irregular, night sweats, pelvic pain, post procedural discharge, procedural pain, scar, urinary tract disorder, uterine haemorrhage, vaginal disorder, vulvovaginal dryness and vulvovaginal pain to be related to essure. The reporter commented: insertion details ((B)(6) 2013) both tubal ostia: were visualized, the essure devices were passed into the tubal ostia on both sides with 0 coils on the left - ostia covered by endometrial tissue and 3 numbers of coils on the right remaining on the uterus. Subsequent to the implantation of the essure device, she began to experience symptoms. These symptoms continued and caused her to be anxious and depressed. Removal details ((B)(6) 2017) normal appearing uterus, normal bilateral ovaries and tubes. Bilateral essure devices visible in fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: final diagnosis: a. Uterus, cervix, bilateral fallopian tubes: endometrium basalis with features of prior ablation therapy. Mural leiomyoma, 0.5 cm. Cervix with chronic inflammation, reactive changes. Bilateral fallopian tubes with no significant histopathologic changes.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records previous to essure insertion: depression, anxiety, uterine haemorrhage. Concerning the injuries reported in this case, the following one/ones were extracted from patient¿s medical records : novasure endometrial ablation at same day of essure insertion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain /pelvic pain / chronic pain / pain"), genital haemorrhage ("bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 35-year-old female patient who had essure (batch no. B40017) inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation at same day of essure insertion" on (B)(6) 2013. The patient's medical history included anxiety, depression, migraine headache, menorrhagia and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstruation"), depression ("depressed"), anxiety ("anxious"), dyspareunia ("dyspareunia / following hysterectomy:painful intercourse"), vaginal disorder ("vaginal scarring"), urinary tract disorder ("following hysterectomy:urinary issues"), vulvovaginal dryness ("following hysterectomy:vaginal dryness"), vulvovaginal pain ("following hysterectomy:vaginal pain"), loss of libido ("following hysterectomy:loss of libido"), asthenia ("following hysterectomy:energy loss"), alopecia ("following hysterectomy:hair loss"), night sweats ("following hysterectomy:night sweats"), hot flush ("following hysterectomy:hot flashes"), post procedural discharge ("scar tissue causing painful fluid pockets"), procedural pain ("scar tissue causing painful fluid pockets") and scar ("scar tissue causing painful fluid pockets"). The patient was treated with surgery (total hysterectomy , bilateral salpingectomy with removal of the essure devices, cervix removal.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, menstruation irregular, depression, anxiety, dyspareunia, urinary tract disorder, vulvovaginal dryness, vulvovaginal pain, loss of libido, asthenia, alopecia, night sweats, hot flush, post procedural discharge, vaginal disorder and scar outcome was unknown. The reporter considered alopecia, anxiety, asthenia, depression, dyspareunia, genital haemorrhage, hot flush, loss of libido, menstruation irregular, night sweats, pelvic pain, post procedural discharge, procedural pain, urinary tract disorder, uterine haemorrhage, vulvovaginal dryness, vulvovaginal pain, vaginal disorder and scar to be related to essure. The reporter commented: insertion details ((B)(6) 2013) both tubal ostia: were visualized, the essure devices were passed into the tubal ostia on both sides with 0 coils on the left - ostia covered by endometrial tissue and 3 numbers of coils on the right remaining on the uterus. Subsequent to the implantation of the essure device, she began to experience symptoms. These symptoms continued and caused her to be anxious and depressed. Removal details ((B)(6) 2017) normal appearing uterus, normal bilateral ovaries and tubes. Bilateral essure devices visible in fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: final diagnosis: a. Uterus, cervix, bilateral fallopian tubes: endometrium basalis with features of prior ablation therapy. Mural leiomyoma, 0.5 cm. Cervix with chronic inflammation, reactive changes. Bilateral fallopian tubes with no significant histopathologic changes.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records previous to essure insertion: depression, anxiety, uterine haemorrhage. Concerning the injuries reported in this case, the following one/ones were extracted from patient¿s medical records : novasure endometrial ablation at same day of essure insertion. Most recent follow-up information incorporated above includes: on 27-dec-2018: plaintiff fact sheet and medical records received. Added new reporters,patient's date of birth.added essure batch number(b40017) and updated therapy dates. Added medical history.updated as reported term for pelvic pain. Added new events genital haemorrhage , dyspareunia, vulvovaginal injury, urinary tract disorder , vulvovaginal dryness, vulvovaginal pain, loss of libido, asthenia, alopecia, night sweats, hot flush, uterine haemorrhage , medical device monitoring error, procedural pain, post procedural discharge , scar amendment: on 16-jan-2019 following company internal coding review the event "vaginal scarring" was recoded to meddra llt: vaginal disorder. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation"), depression ("depressed") and anxiety ("anxious"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, menstruation irregular, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menstruation irregular and pelvic pain to be related to essure. The reporter commented: subsequent to the implantation of the essure device, she began to experience symptoms. These symptoms continued and caused her to be anxious and depressed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.